Event description:
It was reported that: patient stated that she started to have pain on (B)(6) 2011. She had two mris that showed accumulation of fluid in the hip joint. She had a chromium or cobalt level (patient not sure which one) is 6.3. The patient also noted that her doctor is considering a revision surgery. Patient said that she might get a lawyer due to the pain of going back to the doctor and possible more surgeries. Update: it was reported that, rejuvenate revision based on surgeon positive MRI findings.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.